Event description:
It was reported that the device was used during a general surgery procedure. It was reported that "clip fires with crossing ends". A second device was opened and the procedure was completed without consequence to the patient.